Manufacturer narrative:
The device was returned and received by (B)(4). Visual inspection of the returned device showed that the distal tip of the device was kinked. Such a kink could be caused during the insertion step. The introducer sheath was not returned for investigation. The review of the lot history record (f1530908) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and the investigation performed, the distal tip of the mynx device may have been damaged due to handling of the device during the introducer sheath insertion step. The introducer sheath was not returned; therefore, a physical evaluation to determine whether there was defect and or damage to the introducer hub or sheath that may have obstructed the device path and caused the device to be damaged could not be made. It should be noted that applying excessive force during insertion step may also cause the device distal tip to be kinked or damaged. However, without the return of the introducer sheath, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed. MFR report #: 3004939290-2016-00118 initial medwatch report was originally submitted on 04/25/2016; however, acknowledgements number 2 and 3 were not received, therefore, the report is being re-submitted.

Event description:
It was reported that during the mynx ace procedure, the doctor was unable to insert the device into the sheath due to the mynx wire being kinked. The device was being used with a 6f introducer sheath for arterial closure. It is unknown whether or not the sheath was kinked upon removal. It is unknown if the patient had prior catheterization or scar tissue on puncture site. There was not patient injury and the doctor held manual pressure for 30 minutes or less to achieve hemostasis. The patient was described as fine and hospitalization was not prolonged as a result of the mynx event. Additional information was requested but was not provided.